Event description:
It was reported that the user experienced recurring ¿53 ¿ cap touch communication" restart alerts on the ilet pump and elected to stop wearing the device, revert to backup therapy, and receive a replacement, while noting that insulin delivery and blood glucose remained unaffected. Symptoms included no reported hypoglycemia, hyperglycemia, injury, or other adverse effects. Outcomes included temporary discontinuation of pump use and continuation of glucose monitoring with dexcom. Investigation included customer troubleshooting and education, verification of addresses, shipment of a replacement device, instructions to shut down the pump to prevent further alerts, data sync guidance, and arrangements for return of the reported device. Investigation of the returned device revealed an alarm consistent with a cap touch communication malfunction affecting the pump¿s user interface alerts, without impact to insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.